Manufacturer narrative:
Analysis confirmed the loss of communication in the laboratory. Further analysis was able to establish communication with inductive telemetry. The failure mode was lost and could not be reproduced. The cause of the initial loss of communication was not determined. Automated testing found the device to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device would not interrogate. The device had possibly been exposed to radiotherapy due to patient's prostate cancer a few months previous. The device was explanted and replaced.